Manufacturer narrative:
No patient information provided as no patient was involved in this concern. Other relevant device(s) are: product ID: 9734477, serial/lot #: (B)(4), ubd: 31-oct-2016. The manufacturer representative went to the site to test the navigation system. The reported issue was confirmed and the computer was replaced. The computer was returned to the manufacture for analysis and is under investigation at this time. The manufacture date was not available at the time of reporting. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation system. It was reported outside of a procedure that when the site was pulling exams the system re-booted and displayed no input. After powering the system off and back on the manufacturer representative could hear the computer fan cycling and the software would not boot. No patient was present at the time of the event.

Manufacturer narrative:
The computer was returned to the manufacture for evaluation. After functional testing and visual/physical examination the reported issue was not confirmed. The computer boots normally to the application screen. The installed computer applications start and run normally. No automatic fan or power cycling was observed. No errors appeared. If information is provided in the future, a supplemental report will be issued.